Event description:
International complaint received from japan. Customer reports "leak tubing-male connector" which occurred during pt use. Customer reports no injury or medical intervention. No additional information was available.